Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 6570-0-328; delta v-40 ceramic head 28/-2,7; lot# 81376702. Cat# 702-04-54e; tridentii tritanium cluster54e; lot# 82920701a. Cat# 626-00-42e; modular dual mobility insert; lot# 82563104. Cat# 6276-7-017; mod con dist stem 17 x 155 mm; lot# caxyd0df. Cat# 6276-1-123; 23mm mod rev hip bdy/blt +10mmcomponent level; lot# 82948901. Cat# 6276-7-014; mod con dist stem 14 x 155 mm; lot# caxx5a7d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned to the manufacturer.

Event description:
As reported: "dr. Performed an I&d of a left hip originally done on (B)(6) 2021. He replaced the small and large head." Spoke to rep. Reason for revision was suspected infection. Rep provided the primary and revision usage sheets and confirmed that no further information will be released by the hospital or surgeon. Update: the (wasted) device was explanted (intraoperatively) because he decided it was undersized.